Manufacturer narrative:
Manufacturing site evaluation: the implants arrived in a decontaminated condition. Apart from slight wear marks on the bottom the screws exhibit no damages or defects. Investigation - visual inspection of the hexagon showed proper condition. This a sure hint for a correct position of the hex-key during screwing in of the screws. In the next step we investigated the thread, especially the initial thread of both screws. Also here we found no defects or abnormalities, the screws were inserted correctly. At last we investigated the bottom of the screws. Here we found only minor wear. This is a sure hint for too low tightening of torque. Correctly tightened screws exhibit a wear pattern. Batch history review - the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most likely usage related. Rationale - the marks on the bottom of both screws are a sure hint for a too low torque during fixing/tightening.

Event description:
It was reported that there was an issue with thes4c set screws. Early rod loosening after direct c1-c2 screws with dislocated dens fracture seen (2 days after surgery). During revision both screws were loosened, but still in the screw head; the screws were tight. Probably we did not lock the screws properly during the first surgery. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Concomitant product: rod.